Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors popped off; further described as "it¿s not luer locking correctly". The issue occurred when flushing the port with saline during patient use. Unspecified syringes were popping off the caps (connectors) with no manipulation. The nurses had to hold onto the connectors and syringes to make sure "it doesn¿t pop off". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3:/d10 the events occurred during unspecified dates, in the past 6 months. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional prime testing was performed and no issues were observed. Clear passage and pressure testing were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.